Event description:
This ra lead was explanted due to noise. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2017 - we were notified the implant date is incorrect so it has been removed from this report. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.